Event description:
Technical difficulty with release of resolution clip during polyp removal. Resulted in possible microperforation of bowel. Pt kept for overnight observation and then, it was determined that the pt had no injury or sequela.